Manufacturer narrative:
Correction: h6 - included the medical device problem code of low impedance not previously reported.

Event description:
It was reported that a patient presented for a regular generator change. During the procedure, it was noted that the atrial lead had low pacing impedance. The physician suspected insulation breach on the atrial lead. On(B)(6)2023, the physician elected to cap and replace the atrial lead. There were no patient consequences.